Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately calcified coronary artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.